Event description:
It was reported by customer that the white part of the safety and the entire safety system popped off early, exposing nurse to needle. Verbatim: "customer pulled the white part of the safety and the entire safety system popped off early, exposing nurse to needle."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.